Manufacturer narrative:
(B)(4). The customer reported that an investigation found a solder defect on the control board and a broken relief valve connector. The device is expected to be returned for further evaluation.

Event description:
Reportedly, during patient use, a 'motor fault' alarm occurred followed by a 'device alert' alarm. The ventilator stopped ventilating. The patient was manually ventilated and then transferred to another ventilator. There were no negative patient consequences reported.